Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. Date of event is an approximation. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. The patient experienced a cgm accuracy issue which occurred 7 days after sensor insertion into the arm. On (B)(6) 2024, the patient was mowing when his hands felt numb, and his knees got weak. No cgm value could be recalled at this time. The patient started walking to his car when he passed out. The patient stated he regained consciousness on his own after a few minutes. The patient then took his bg meter reading, which was 47 mg/dl and the cgm was reading 183 mg/dl. The patient injected himself with a gvoke (glucagon) pen. The patient recovered at home and did not seek any assistance from a higher level of care. The patient was okay at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when symptoms were experienced. The reported glucose values fall within the d zone of the parkes error grid when patient regained consciousness. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.